Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. Reportedly, the customer forgot to deliver a bolus for a meal that was consumed. The customer delivered a correction bolus with the pump.